Event description:
It was reported that the patient experienced a shocking sensation. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue. It is unknown which lead is responsible for this issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005354. Common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005354. Common device name: scs quattrode lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: t00005354.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.